Event description:
Pt experienced two hypoglycemic episodes, the insulin pump administered approximately 100 units over a several hour period. The complainant has been a diabetic for 34 years and has been using an insulin pump for the past 7 years. Therefore, she said that she is knowledgable of their operations. The complainant has had her current insulin pump for 1 year. At this time, she has disconnected the insulin pump from her body and is treating herself manually. She suspended operations of the pump so that the settings can be checked and verified. The complainant will be seeing a physician regarding her adverse events.